Manufacturer narrative:
The device was returned to braemar for evaluation on 04/17/2018. It is believed the cause of the battery malfunction will most likely not be able to be determined due to the damage to the battery and device. Upon review of 2018 and 2017 complaints, this was the second reported event in 2018. Previous to 2018 there were three similar events reported to the FDA via mdrs 2133409-2016-00002, 2133409-2016-00003, and 2133409-2017-00001. (B)(4). An evaluation will be performed with an external failure analysis expert, and a supplemental MDR will be submitted with any new results. Prior to this reported event in early 2018, braemar has begun transitioning to a new rechargeable battery option to reduce the likelihood of future battery rupture events.

Event description:
Braemar received information on 04/12/2018 from our distributor in which they reported an adverse incident involving one of the braemar er920w event recorders and a disposable lithium thionyl chloride battery. The distributor informed braemar a battery ruptured/exploded in the device in a patients home while the device was sitting on a table. No patient injury was reported. As the result of the review of photos received of the ruptured battery and resulting damage observed on the returned device, it was determined this event could be likely to cause or contribute to a serious event if it were to recur, and is therefore being reported to the FDA per 21 cfr 803 as an MDR.

Manufacturer narrative:
Braemar manufacturing in no longer investigating this incident and consider this matter closed.

Event description:
(B)(6) contacted braemar manufacturing about a wevent device in which a lith battery ruptured in the device, in a patients home while the device was sitting on a table. No patient injury was reported.

Manufacturer narrative:
Braemar provided all the incident items to an external failure analysis expert for investigation. The investigation was inconclusive for the root cause of the failure, due to the severity of the damage to the battery.